Manufacturer narrative:
16 syringes affected by the event..

Event description:
Consumer reported, when she pushed on the plunger prior to injection, a "clear, oily liquid" came from the barrel out through the needle. Stated, she did not use syringes she found with that issue. 50 syringes affected, (she doesn't know which syringe came out of which box. They're all mixed in together). Lot: 3198292, 3044497, 3195641. Catalog: 328521. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.